Event description:
As reported, after successful deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the ruptured balloon got caught on the edge of the esheath and would not re-track into the sheath. The esheath was noted to have a split and stretched at the tip.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath introducer sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: sheath liner delaminated in circumferential and bunched, sheath liner was fully expanded as design, sheath distal tip appeared split and sheath tip was opened as design. During manufacturing of the esheath introducer sheath, the esheath introducer sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions were reviewed instruction for use (IFU) for esheath, device preparation training manual, procedural training manual and no IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance was present. A review of the IFU and training manuals revealed no deficiencies. In this case, ''after successful deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the ruptured balloon got caught on the edge of the esheath and would not re-track into the sheath. The esheath was noted to have a split and stretched at the tip.'' In this case, balloon profile was altered due to the balloon burst, making the device more susceptible to catching onto the tip of the sheath during device withdrawal, contributing to the reported sheath tip splitting and delamination. Any potential excess device manipulation may have further split and delaminated the sheath. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the imagery provided. The investigation is ongoing.

Event description:
It was initially reported that, after successful deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the ruptured balloon got caught on the edge of the esheath and would not re-track into the sheath. The esheath was noted to have a split and stretched at the tip. Review of imagery provided showed an esheath liner delamination.